Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4). Conclusion: not yet available, evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that two hours into cardiopulmonary bypass the patient's po2 began to drop. The lab values confirmed the cdi readings. Fio2 was increased to 100%. The perfusionist checked the o2 source by converting to an o2 tank, but it did not resolve the problem. The perfusionist then converted back to the wall o2 course. Throughout the remained of the case (approximately 45 minutes) the po2 would increase (to between 150 - 200), then it would fall into the double digits. No known impact or consequence to patient. Product was not change out. Surgery was completed successfully.